Event description:
Left side of trivex stopped working when md went to use it for procedure on patient. Trivex device was set up prior to case and passed all initial checks. Tumescence was connected to left side of trivex device for transilluminated phlebectomy left lower leg. Md tested machine to use and a noise was heard, and pump stopped. Md assessed situation and everything changed to right side of machine and proceeded without difficulty. No injury to patient.